Event description:
Primary physician refers to ortho-surgeon for appt for pain in knees, surgeon takes x-rays of both knees, did not discuss with me, his intent to treat except, asked if I was allergic to eggs (no). Injects synvisc one (1) in each knee from bottom of knee. Immediately knees turned stiff, like cement. Extremely painful - could not move legs for walking. Knees stiff and painful up to this date, 8 months, 20% better.